Event description:
A valiant stent graft system was implanted for the treatment of a 250 mm in length dissected thoracic aorta. It was reported that the patient presented for a routine follow up. The patient has filling of the false lumen due to more fenestrations of the type b dissections distal to the previously placed valiant stent graft. The patient was treated the following day with a valiant 40x40x200 which was placed below the existing implant, covering all of the descending thoracic aorta to the celiac artery. The physician stated that the cause of the event was that not enough aorta was covered at the index procedure and the patient developed more fenestrations. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).